Event description:
Upon opening package, the physician noticed a fold/crease in the product and did not want to implant. Although there was no serious injury reported with this event, it is being reported as out-of-box failure, since the patient would usually be under anesthesia when the package is opened and there is potential for contributing to a serious injury if another device were not available.

Manufacturer narrative:
Method of evaluation included: visual evaluation of returned device review of device history records for lot s11084. Query of lifecell complaint system for any other complaints reported against lot s11084. Results of evaluation: review of the returned device showed a crease in the tissue, approximately 1.5 cm long, near the bottom of the piece. The crease was visible from both sides of the tissue. Review of device history records for lot s11084 resulted in no remarkable findings. As of (B)(4) 2012, there were no similar complaints reported to lifecell against lot s11084. Conclusion: lifecell's conclusion is that the device became creased during the packaging process and then retained the crease during the sterilization process. This is concluded to be an isolated incident. This is being reported as a malfunction, since the device could not fulfill it's essential function and could contribute to a serious injury (prolonged procedure) if the incident were to recur and another device was not available to use.